Event description:
It was reported that during an unknown procedure, could not connect the adapter to the device. Another device was used to complete the case. There was no adverse consequence to the patient.

Manufacturer narrative:
Serial number = na.